Event description:
Vent in operative alarm sounded/machine sheet down while patient on ventilator. Ventilator removed from service to be evaluated. Spoke wit manufacturer who stated this could be caused by four things: 1. Micxroprocessor failure, 2. Loss of compressed gas, 3. Loss of power, or 4. Improperly placed exhalation valve. All was rulled out except #4. Event was reproducedf during evaluation. Unit pulled from service until all of staff could be re-inservices on proper placement of exhalation valve. The facility determined this as a reportable event 1/17/92. After conducting investigation as per established policies and risk management programdevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: distributor. Service records available.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed, visual examination. Results of evaluation: failure to cycle, none or unknown, exhalation filter. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: user education provided. Invalid data - on device destroyed/disposed of status.